Manufacturer narrative:
Report source foreign: (B)(6).

Event description:
Information was received that during the set up of an smiths medical cadd cassette reservoir, leakage of medication from the cassette was noted. Customer states "the cassette pocket was not totally welded". No adverse patient effects were reported.